Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the volume on the pulse oximeter was "low".

Manufacturer narrative:
The reporter has performed testing and has isolated to the main pcb. The pcb has been requested back for further evaluation, but has not yet been received. A follow-up report will be submitted should additional information become available.